Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcdc was not fully released. After withdrawal of the device, the plug was found to be partially on the delivery rod and could not be used. There was no reported patient injury. The device was being used to seal the femoral artery puncture point after angiography. The exoseal vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 18377034 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcdc was not fully released. After withdrawal of the device, the plug was found to be partially on the delivery rod and could not be used. There was no reported patient injury. The device was being used to seal the femoral artery puncture point after angiography. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released. After withdrawal of the device, the plug was found to be partially on the delivery rod and could not be used. There was no reported patient injury. The device was being used to seal the femoral artery puncture point after angiography. The exoseal vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was partially depressed, while the guard remained locked. The plug was not returned with the unit, and the indicator wire was found in the retracted position. A non-cordis catheter sheath introducer (csi) was received inserted in the device. The indicator window displayed the black/white/red position. No additional anomalies were noted during this visual inspection. A functional deployment simulation could not be performed, as the device was received in a fully deployed condition and the plug was not returned. However, since the deployment lever was only partially depressed, it was possible to fully depress the lever without any resistance or issue. A dimensional evaluation of the delivery shaft¿s inner diameter was conducted using pin gauge measurements. The measurement result fell within the defined specification range. Per microscopic analysis, a high-magnification examination was performed to assess the internal mechanism. No abnormal conditions or structural defects were identified during this analysis. A product history record (phr) review of lot 18377034 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received with the plug full depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user error possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. Although the device was received with the plug deployed off the catheter, partial depression of the deployment lever most likely resulted in the partial deployment of the plug experienced by the user, especially since there were no issues noted when depressing the button, the rest of the way during functional analysis. Regarding the deployed condition of the plug, it is likely that the plug fell off the delivery shaft after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.